Event description:
The caller reported that the tracheostomy tube is too long. The caller stated that the length is about 10mm too long and that the rest of the tracheostomy tube is correct. The caller stated that the pt placed this tube in his trachea and then, removed it and re-cannulated himself with another unspecified tracheostomy tube he had.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. If significant information is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.